Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse tested the vessel sealer extend instrument on the erbe generator. No trouble found. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the vessel sealer extend instrument would seal but would not cut and could not ungrasp tissue. The customer waited 10-12 seconds, and the instrument would respond normally. The procedure was completed. No known impact or patient consequence was reported. Intuitive followed up with the customer; however, no additional information was available.